Event description:
A customer contacted baxter's technical service center reporting a small air bubble in the patient line while on the homechoice (hc) machine during initial drain. The home patient (hp) was connected to the hc machine and noticed a small air bubble less than 1 inch in the patient line. The technical service representative (tsr) had the advised the hp to double check entire patient line for air, and it was found to be all clear. The hp stated that he gets on the machine empty. Drain was restarted. Drain volume = 1 ml., then moved to fill 1. The hp no longer saw air bubble. The tsr advised the hp to double check the line for large amounts of air prior to connecting in the future. The hp understood. The hp resumed therapy. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the air in the patient line, it was revealed that the tsr had assisted him to continue therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for air in the line was not confirmed. A root cause of the air was not identified. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.